Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been off the pump while on multiple daily injections and sought assistance to reconnect the pump, pair the sensor, and perform a supply change; during setup the sensor anchor adhesive folded, and the user was guided through a site-only change while confirmed disconnected from the pump. Symptoms included low blood glucose with a fingerstick value of 69 mg/dl and concurrent device reading of 77 mg/dl. Outcomes included resolution of hypoglycemia after oral carbohydrate intake, with fingerstick glucose increasing to 86 mg/dl, and no alerts or alarms reported. Investigation included customer support troubleshooting and education focused on reconnection, sensor pairing, and infusion site management. Investigation of this case revealed hypoglycemia of unclear cause while the user was not connected to the pump, with a handling issue related to sensor adhesive during setup that was corrected through a site-only change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.